Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the returned device identified broken edge on the plug strap, one linear opening on the anterior, and crease fold. Leak test and microscopic analysis were performed which identified one sharp opening on the anterior and a sharp broken edge on the plug strap. A dimensional measurement in the shell was performed which identified the thickness was within specification. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was one sharp opening on the anterior assessed as an unidentified (tear) opening, and a sharp broken edge on the plug strap assessed as an unidentified (tear) opening.

Event description:
Healthcare professional reported right side deflation and "patient's concern with the product." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation and "patient's concern with the product." Device has been explanted.